Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the sensor had during insertion needle was half in and half out of body. The customer¿s blood glucose was 117 mg/dl. The sensor will be returned for analysis.